Event description:
It was reported that the arctic sun device had no water flow. Per follow up information received via email on 20aug2024, repaired onsite, the velocity flow sensor was connected and the device is checked for proper operation. No patient injury reported, no patient identifiers available. Per sample evaluation results received via task on 15oct2024, it was reported that the filling tube was not working properly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue a disconnected flow meter. The device was evaluated. The device displays 0 flow rate. It also generated an alert 02 (low flow). The flow sensor connector was disconnected from the main board. Reconnected flow meter. The filling tube was not working properly. Replace fill tube. The device was checked for proper operation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Full initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available.

Event description:
It was reported that the arctic sun device had no water flow. Per follow up information received via email on 20aug2024, repaired onsite, the velocity flow sensor was connected and the device is checked for proper operation. No patient injury reported, no patient identifiers available.